Event description:
It was reported that the patient had a loss of therapeutic effect in her back. Unless the patient moved her neck a certain way or lied down she did not get therapy. The patient still got good pain relief in her legs. The symptoms began following an increase in activity. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.